Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor stopped working and overheated. The backup burr motor was unavailable during the same case. There was a surgical delay of 10 minutes for the burr motor to cool down. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor stopped working and overheated. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor stopped working and overheated failure of p/n: 110940, sn: (B)(4). There have been no other events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, rio robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor stopped working and overheated. The backup burr motor was unavailable during the same case. There was a surgical delay of 10 minutes for the burr motor to cool down. The case was successfully completed and there was no harm to the patient.